Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose level ranged between 100-150 mg/dl. Reportedly the customer had an alternate pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 : device not returned.

Manufacturer narrative:
The failure investigation has been completed and the alleged touch screen resolution issue was verified. Additionally, the alleged touch screen cracked/shattered/scratched issue could not be verified and a different issue was identified. The failure investigation has been completed and the alleged touch screen resolution issue was verified. Additionally, the alleged touch screen cracked/shattered/scratched issue could not be verified and a different issue was identified.